Event description:
Reporter alleged blood glucose measure 54, 170, and 88 mg/dl when all tests were performed back to back of each other. It was stated no actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.